Event description:
The patient's mother reported while her daughter was at school, she vomited at lease two times and her blood glucose and insulin history is as follows: time: unknown time, bg (mg/dl): 127, bolus (u): none. Time: 1:00 am, bg (md/gl): 'high' (>500) and 515 (alternate meter), bolus (u): called doctor who advised 9.0 (manual injection). She started to vomit again and her bg was reading 600 mg/dl. She was then taken to the emergency room. Upon arrival she placed on an intravenous drip of fluids and insulin. Her ketone result was low at the hospital so she had to be tested every hour. Attempts were made to contact the patient's mother to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.